Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 30-degree endoscope image turned upside down. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the call, the customer had reseated the endoscope to resolve the issue. The tse advised the customer to check the base of the endoscope. The customer confirmed that the endoscope base could be rotated smoothly. The tse found error 31009 in the logs pointing to a missing sensor and explained that the issue could be due to universal surgical manipulator (usm) arm-endoscope connection issue. The tse advised the customer to reseat the sterile adapter (sa) and 30-degree endoscope if the issue would reoccur. The procedure was completed with no reported injury. After the procedure, the customer informed that a dragging sound was heard when rotating the endoscope. Isi followed up with the initial reporter and obtained the following additional information: after the customer press up/down buttons, the endoscope did not rotate, but the image was inverted. The customer did not move the system arms when the issue occurred. The endoscope did not move freely with uncontrolled motion. The vision issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope to perform failure analysis and the complaint was confirmed. The endoscope was analyzed and the camera instrument adapter did not rotate properly and/or noises were heard during testing. This defect was confirmed as binding.

Event description:
Refer to h10/h11 for follow-up information.